Event description:
It was reported that during an unknown surgical procedure, it was observed that the motor device "cannot secure drill bits". The reporter stated that the same ¿drill bits¿ were successfully used with an identical spare device. There were no delays to the surgical procedure. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device passed all operational specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.